Event description:
Caller (point-of-care coordinator) reported potential false negative troponin (tni) on the triage cardiac profiler versus the siemens exl. Blood sample was run at 14:55 on the siemens exl. Pt was admitted. Pt also had a glucose of >700. Caller did not report that pt had an mi. Staff decided to run the sample on the triage meter. At 16:37, a second sample came in and they decided to run that on a different triage meter. Caller mentioned that all subsequent draws were only run on the siemens and they were all reported as negative. Caller said the qcd all passed. No additional info provided.

Manufacturer narrative:
No pt samples were returned for testing. Product positive control, calibrator h (cal h), and 2 whole blood (edta) donors for observations of tni recovery. No false negative results were observed with cal h and no false positives were observed with normal whole blood donors. Product support was unable to rule out sample specific interferences that are known to affect analyte recovery. (B)(4). This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.